Event description:
(B)(4). The provider states the unit was smoking and the batteries were dead. He states the unit had a 6 flash error code which is a controller fault. The chair has a tarsys system and cannot be upgraded to the mark 6 electronics (B)(4).